Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event in or around (B)(6) 2004 and (B)(6) 2005; subsequently expiring on (B)(6) 2005, after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-00371, 00372, 00712, 00713, 00714.